Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was noted to have placement difficulty. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.